Event description:
It was reported that there was a delay in uploading a shock episode for this implantable cardioverter defibrillator (ICD). Technical services (ts) stated they could not state why and provided a potential cause. Ts reviewed the shock episode and noted that the shock was appropriate for ventricular flutter. Ts noted that there was a possible rhythm acceleration after anti-tachycardia pacing (atp) was delivered. A shock successfully converted the rhythm. Ts suggested a resolution for the delay in data issue. The device remains in use. No additional adverse patient effects were reported.